Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, one month after placement, an x-ray examination was performed and upon removal, the catheter was found to be fractured. Additionally, fluid leak and extravasation were identified. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port with an attached groshong catheter was received for evaluation. A partial circumferential break was noted on the attached catheter approximately 9.6cm from the distal end of the cath lock in which edges were noted to be uneven and the surface noted to be round/smooth throughout both regions. Upon infusion, a leak with thrombus was observed from the partial circumferential break while water with thrombus also exited the distal end of the catheter. Therefore, investigation is confirmed for the reported fracture, fluid leak and identified deformation due to compressive stress, naturally worn issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, one month after placement, an x ray examination was performed and upon removal, the catheter was found to be fractured. Additionally, fluid leak and extravasation were identified. The current status of the patient was unknown.